Manufacturer narrative:
The device was not available for investigation and no further information about the reported case was provided from the hospital. Therefore this case is unable to follow up. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: on (B)(6) 2015, the flow of the rotaflow console is suddenly zero. Death of the child on (B)(6) 2015 due to the evolution of the pathology, without direct link with the pump stop according to medical advice. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provide product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a service technician of maquet. A supplemental medwatch will be submitted when additional information becomes available.